Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was discovered that the oscillating saw attachment device stalled and would not work. According to the report, the device was removed and then recoupled to the handpiece device multiple times to try and get it to function with no success. It was further reported that after cleaning and sterilization, the device was tested and appeared to be working correctly. There was a twenty minute delay to the planned surgical procedure. It was unknown if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as (B)(4) in the initial medwatch, during subsequent follow-up with the reporter, it was reported that the serial number is (B)(4). The date of manufacture has been updated to may 29, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the oscillating head did not function (blocked) due to the following issues: the transmission shaft was blocked because the gear shaft and the needle sleeve were heavily contaminated, the oscillating head with fork coupling jammed due to the strong contamination of the stop sleeve and turn knob, and the ball bearings were moving heavily. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.